Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high impedance. The patient had previously been exposed to radiation and underwent a lung transplant procedure. The device was reprogrammed.